Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had trouble with the batteries staying charged in the insulin pump. Customer stated that the battery indicator does not show less than 2 bars. Customer stated that the battery did last more than 1 week. Customer was explained that the average battery life is about a week. Customer stated that she had an off no power alarm. Customer did not receive a low battery alert prior to the off no power alarm. Customer was advised to insert a new battery and monitor the pump. Customer was advised that the battery cap will be replaced.